Manufacturer narrative:
Result of investigation: malfunction of the cauterisation instrument used during laparoscopic surgery (electrified spatula for electrodissection) during an anterior rectal resection. The cause of the malfunction was identified as damage to the instrument's shielding, which caused visceral damage outside the surgical field. This damage was promptly repaired by suturing. A solution of continuous on the coating of the shaft was also found, which caused a burn on the intestine. If the visceral damage had not been detected promptly, serious complications such as perforation or peritonitis could have occurred. In addition, there was a risk of suture dehiscence in an area not affected by disease. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was a malfunction of the cauterisation instrument used during laparoscopic surgery (electrified spatula for electrodissection) during an anterior rectal resection. The cause of the malfunction was identified as damage to the instrument's shielding, which caused visceral damage outside the surgical field. This damage was promptly repaired by suturing. A solution of continuous on the coating of the shaft was also found, which caused a burn on theintestine.